Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without a device to analyze, a cause for the reported clip open when locked could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report clip opening while locked. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, after deployment, the clip arms opened to roughly 25-30 degrees. The clip remained stable on the leaflets; therefore, no additional clips were implanted. Mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.